Manufacturer narrative:
As of today, no additional information is available. Should additional information become available, this report will be updated.

Event description:
Boston scientific recieved information that this implantable cardioverter defibrillator (ICD) declared elective replacement indicator (eri) after displaying two charge times that were out side of the extended charge time limit for the device. The device is scheduled to be replaced. A request for the return of the device has been made. There were no additional adverse patient effects reported.